Event description:
Surgeon was using bovie during acdf, c3-c7. When using the coag setting, the bovie would beep and reset itself. The surgeon was unable to use the coag during this episode. The boive handpiece was changed out wiht no improvement. A new esu was brought into the room and used for the remainder of the case and apparently work appropriately. The reporter of this incident also reports this same bovie was used in a case with a differnet surgeon and procedure the previous day and the cut setting would not work even when the setting was turned up to 60. This machine was sent to the facility's internal biomed for evaluation. There was no patient injury.